Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). Other device used: catalog #unknown, unknown zmr cone body, lot #unknown. No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported devices are used for treatment. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to patient infection.

Event description:
It is reported that one patient had a 2-stage revision for infection. However, the infection was not controlled.